Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump was hung in papillary. Upon trying to free the device, the cp jumped back into the aorta. With some manipulation, the pump was placed nicely in the mid-ventricular space and was free of all structures under fluoro. Wire was out of device and support was initiated. Oscor sheath was removed and repositioning sheath was advanced into place. Toughy borst was locked and angled matched dressing was applied. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.